Event description:
Home patient's (hp) family member contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice (hc) machine during their automated peritoneal dialysis (apd) therapy. Per hp's family member, they were attempting to utilize three patient line extensions in combination with a standard hc set. Hp's family member did note that the setup had not primed completely even though they had connected all extension sets prior to initiating the prime cycle. Despite the notation of an incomplete prime, hp attempted to advance into therapy. Tsc assisted hp's family member in ending therapy early. Hp's family member setup with new supplies to complete hp's therapy. Per hp's family member, no patient injury or medical intervention was associated with this incident.